Event description:
On (B) (6) 2003, this patient was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. The patient was reportedly lost to follow-up. On (B) (6) 2010, the patient was in the hospital after undergoing a laparotomy for a bleeding ulcer when his abdominal aortic aneurysm ruptured. The same day, the physician reintervened and found that the patient had a distal type I endoleak emanating from the left common iliac artery and was associated with the ipsilateral side of the trunk-ipsilateral leg component. The trunk-ipsilateral leg component was extended with two contralateral leg components to treat the rupture and type I endoleak. Completion angiography revealed exclusion of the rupture and repair of the type I endoleak. On (B) (6) 2010, the patient expired; it was reported that the patient became acidotic and his lungs filled with fluid. No autopsy will be performed. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.